Event description:
It was reported that during an implant procedure that the atrial lead had dislodged. The physician attempted to reposition and noticed a helix rotation anomaly; the physician expressed concern that this only happens with 52 cm length leads. The atrial lead was not used and the physician elected to complete the procedure without a replacement. The patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue.